Event description:
On (B)(6) 2025, the user¿s spouse reported that the insulin cartridge had dislodged from the ilet chamber. The user experienced a high blood glucose of 400 mg/dl following the dislodgement. A subsequent full supply change was completed, which corrected the elevated blood glucose. No device damage was observed at the time of discovery.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.